Event description:
Literature: ramstad k, jahnsen r, lofterod b, skjeldal oh. Continuous intrathecal baclofen therapy in children with cerebral palsy - when does improvement emerge? Acta paediatr. Nov 2010;99(11):1661-1665. Doi:10.1111/j.1651-2227.2009.01596.x. Summary: the authors explored the timing of effects of intrathecal baclofen therapy in children with cerebral palsy. Thirty-eight patients were enrolled from (B)(6) 2002 to (B)(6) 2005. Median age at pump implantation was (B)(6). Reduced pain and improved sleep occurred within 6 months of treatment. Social function improved within 6 months and continued to improve until 18 months of citb. Mobility also improved, but with a latency. Reportable event: in two patients, the pump had to be removed because of infection and the families did not want another pump. Surgical revision of the drug delivery system was performed in six patients (unspecified).

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.